Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The patient underwent a transforaminal lumbar interbody fusion at l4-5 in which cage was implanted because of lumbar canal stenosis and degenerative scoliosis at l3/s. Screws were not used in the surgery. After 2 weeks, post op, the cage back out was observed. The patient underwent a revision surgery in which the backed out cage was explanted and replaced with another peek cage. After revision surgery no patient complication was reported.